Event description:
The evis eus ultrasound brochofibervidoscope, was returned to olympus with no problem reported. Inspection of the returned device found debris obstructing the air/water channel, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Date of event: (B)(6) 2021. The device was returned to olympus for inspection and the air/water channel was obstructed with debris. Additionally, there was a damaged probe, a deformed connecting tube and a broken scope connector. The device also failed the balloon water supply inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material was not removed during reprocessing and clogged the air/water channel. Information on the foreign material could not be obtained and therefore the root cause is unknown. The following is included in the instructions for use (IFU) and may help prevent the event: "if any irregularity is observed during the inspection described in ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in ¿returning the endoscope for repair"." Olympus will continue to monitor field performance for this device.